Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture damage on electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image on the screen. Customer stated that he was in the water before the alert occurred, but was not sure that would have caused the alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that there was no other alarm displayed before the alarm. The device will be returned for analysis.